Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # : (B)(4) catalog # : 1650de exp. Date: 03/31/2016 mfg. Date: 03/01/2015. (B)(4).

Event description:
It was reported from the site by that there were two controller power up and motor start events were logged on (B)(6) 2016. During these two events the same battery was on port 2 of the controller. It was stated that the patient didn't disconnect both power sources. A controller exchange was performed and it was stated that there were no effect on patient. No additional information received.

Manufacturer narrative:
It was reported that the patient experienced two controller power up events. A controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two controller power up events. The first occurred on (B)(6) 2016 at 22:22:16. The data point prior to the controller power up, at 22:13:47, revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 86% relative state of charge (rsoc). The data point after the controller power up revealed that a controller ac adapter was connected to power port 1 and (B)(4) with 86% rsoc. The controller ac adapter recorded a rsoc  value of 202, which indicates that the controller ac adapter was disconnected and reconnected within the preceding 15 minute interval. This observation occurred after the controller power up. The second controller power up occurred on (B)(6) 2016 at 03:34:47. The data point prior to the controller power up, at 03:22:50, revealed that an unknown battery was connected to power port 1 with 75% rsoc and (B)(4) was connected to power port 2 with 70% relative state of charge (rsoc). The data point after the controller power up revealed that an unknown battery was connected to power port 1 with an rsoc value of 203 and (B)(4) was connected to power port 2 with 66% relative state of charge (rsoc). Data points before the second controller power up revealed several power switching events due to a disconnection and reconnection of the same power source or momentary disconnections between the controller and batteries. The unknown battery had a serial ID  of "0". This likely occurred before the smr upgrade, where a communication error may have cause the battery to block access to the serial ID. Analysis of the devices revealed that the units passed visual and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Based on the available, the most likely root cause of the controller power up events can be attributed to a disconnection of both power sources. A possible root cause can be attributed to a momentary disconnection between the controller and batteries. Heartware has an internal investigating to investigate momentary disconnections. Additional devices associated with this complaint. (B)(4). Method: visual inspection; analysis of data log(s); actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.